Manufacturer narrative:
Implant date: (B)(6) 2017. The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the common bile duct due to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2018, the stent was attempted to be removed but it was unsuccessful. The physician had troubled pulling the stent out from the patient. Reportedly, during the attempted stent removal, the stent was noted to be kinked and elongated in the middle. The stent was not removed but the physician was comfortable leaving the stent in place. There were no patient complications as a result of this event.